Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 480 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests. The customer also stated she changes the infusion set every four to five days. It was explained that every two to three days is the recommendation.